Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. In addition, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose value was 103 mg/dl. Customer declined further troubleshooting with tandem technical support.